Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the power issue occurred on (B)(6) 2015 at 02:15pm. The reporter detailed that the patient manages her diabetes with an insulin pump and stated that she has consumed more food or drink over the past 9 years. The reporter claimed that on (B)(6) 2015 at 02:20pm, after the alleged issued, the patient developed a symptom of ¿nausea¿ and that she self-treated with food or drink. The reporter also detailed that at 02:20pm on (B)(6) 2015, the patient had her blood glucose tested on another device and obtained a result of ¿70mg/dl¿. At the time of troubleshooting the cca noted that the meter would not power on when prompted by the power button or inserting a test strip. The batteries did not require to be replaced and there was no apparent misuse of the meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.